Event description:
When the wire was withdrawn, it unraveled. It was thought that a piece of wire remained in the patient, but it was not found on x-ray.

Manufacturer narrative:
The complaint was confirmed and the cause is use related. The product returned for evaluation was a 0.018" x 50cm nitinol guidewire. The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle. The nitinol component of the wire was undamaged and unremarkable. The nitinol component of the wire was undamaged and unremarkable. The distal tip (coil wire component) of the wire was broken, unraveled, and elongated. The center core wire of this region was sharply curled near the tip of the wire. Microscopic examination of the fracture site on the core wire showed that the break had occurred between the weld up and the core wire. The weld tip was missing and was not returned for evaluation. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. The sharply curled nature of the core wire is indicative of retraction against a sharply corned object. This can occur if the wire is retracted back against the edge of the introducer needle. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.